Event description:
Boston scientific received information that this left ventricular (lv) lead displayed impedance measurements greater than 2000 ohms and the threshold measured at 6.0 v at 2.0 ms. Other lv pacing configurations were evaluated and the impedance and threshold measurements were acceptable when reprogrammed to lv tip to rv coil. Subsequently, the lv lead was reprogrammed to this pacing vector. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.